Manufacturer narrative:
The hrsv was analyzed. In logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto an in-house system where the hrsv displayed a flickering image, successfully replicating the reported complaint. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) on the surgeon side console 1 (ssc1) had a flickering image. The customer stated that the surgeon was working on the ssc2 for the case due to the issue. The customer confirmed that the issue was not occurring on other screens of the system and it only occurred intermittently. The technical service engineer found no related error in the logs. Tse guided caller to shut down system after procedure and interchange the blue fiber cables from ssc 1 and ssc2. The procedure was completed with no reported injury.